Event description:
Erroneous menstrual age (ma) and estimated delivery date (edd) is printed in the comments section of the obstetrical worksheet when using the 128xp line printer port. Correct ma and edd values are printed elsewhere on the worksheet.